Manufacturer narrative:
(B)(4) method: product received by manufacturer and pending inspection. Eval code results: product received by manufacturer and pending inspection. Eval code conclusion: product received by manufacturer and pending inspection. Product event: (B)(4).

Manufacturer narrative:
Product event #(B)(4) evaluation process: unit received in fair condition and internal visual inspection revealed no loose or broken components/ unit delivered rf energy correctly into fixed resistors. Root cause: unit functioned as designed in the service department. (B)(4).

Event description:
During surgery inconsistent cut and coag ability was experienced and additionally during use the coating on the device tip peeled away. No patient impact.

Event description:
During surgery inconsistent cut and coag ability was experienced and additionally during use the coating on the device tip peeled away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.